Manufacturer narrative:
Summary of evaluation: the results of the evaluation verified the event. Corrrective action was implemented in december 1997 to prevent this discrepancy in the future.

Event description:
Rptr states there is a discepency in the calibrations on the guide wire and impactor for referencing depth of plug insertion. The impactor references the tip of the guide wire as zero where as the guide wire references the end of the thread which corresponds to the flat surface of the bone plug as zero. This results in a discrepency of about 6mm. This event did not occur during a surgical procedure.